Event description:
The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portion.

Event description:
On (B)(6) 2013, it was reported that the patient was seen in clinic that day and found to have high lead impedance. Diagnostics were performed on two separate programming systems to confirm the event. X-rays were taken, but no abnormalities were reported. The exact diagnostics were not provided, but it was stated that dcdc = 7 on both system diagnostics. At the time of the report, it was stated that the patient's device will be turned off. Review of manufacturing records confirmed that the m302-20: sn (B)(4) lead passed all functional tests prior to distribution. Follow up found that the patient fell; however, it was unknown if this was the cause of the high impedance. Surgery is likely, but has not occurred to date.

Event description:
Analysis of the generator was completed on (B)(4) 2014. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Analysis of the lead was completed on (B)(4) 2014. A break was identified in the negative coil. Abraded openings were noted in the outer tubing and the inner tubing of the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break locations. One strand of the negative coil broken end shows appearance suggesting that a stress-induced fracture occurred at the strand. Due to mechanical distortion (smoothed surfaces) the initial fracture mechanism of this strand cannot be ascertained. However, due to metal dissolution a conclusive determination of the fracture mechanism of the other coil broken strands cannot be determined. Inspection of the discolored area in the vicinity of the broken end show that pitting or electro-etching conditions have occurred at this area. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was reported that the patient underwent generator and lead replacement. The lead and generator were returned for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Corrected data: previously submitted emdr inadvertently omitted information regarding the fluids in the tubing. This report is being submitted to correct this information.